Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a review of the initial call recording. The patient stated that the alleged product issue first started ¿about 1 month ago¿ when he obtained the alleged inaccurately erratic results of ¿45 mg/dl and hi¿ with his onetouch ultramini meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient was unable to provide a more specific timeframe. The patient manages his diabetes with levemir insulin (fixed dose) and novolog insulin (self-adjuster), it is unclear if, in response to the alleged product issue, the patient took any action over and above his usual routine of diabetes management. The patient reported that, after the start of the alleged product issue, he began to develop the symptoms of ¿legs ache, shoulders ache, throwing up, fatigue, easily agitated, can¿t get comfortable and wore out¿ the patient also stated that he developed ¿diabetic ketoacidosis¿ (dka) and then fell into a ¿coma¿. He claims that at this point, paramedics were called who took him to hospital in an ambulance. The patient claimed that while in the ambulance his blood glucose was tested on the emergency medical services (ems) meter but the paramedics were unable to obtain a reading because his blood glucose was ¿too high for the meter¿. Upon arrival at the emergency room (ER) the patient claims his blood glucose was tested on the ¿hospital meter¿ and the result obtained was ¿1800¿ although the patient was unable to confirm whether this measurement was in ¿mg/dl¿ or ¿mmol/l¿ he did state that this was the highest reading the healthcare practitioners (hcps) who were treating him had ever seen. The patient was then transferred from the ER to the intensive care unit (ICU) where he remained for 5 days before discharging against medical advice. During his time in the ICU the patient claims that he received hcp treatment in the form of ¿IV insulin¿. He also claims that he can¿t remember anything from his first few days in hospital. The patient stated that he ¿wasn¿t thinking straight¿ for ¿some time¿ after the alleged symptoms and that ¿mentally, it really took a toll¿ but he is feeling ¿more normal¿ now. During troubleshooting, the csr verified that the results were obtained from the same approved sample site, the subject meter¿s unit of measure was set correctly at the time of testing, the patient¿s testing process was correct, the test strips had been stored correctly and had not expired and the test strip vial was not cracked or broken. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event and received medical intervention for an acute blood glucose excursion after obtaining alleged inaccurately erratic results with the subject meter.